Event description:
The manufacturer received information that a trilogy evo was reported to have a ventilator inoperative alarm occur. There was no harm or injury reported. The subject ventilator was replaced with a backup ventilator for the patient. The subject ventilator was returned to the manufacturer's service center for evaluation. On operational check, the ventilator inoperative alarm was duplicated. The inoperative condition was identified by device error code e-155, which indicates the machine flow sensor drift is above the specification. The service center reported that "restoration work" was performed as a corrective action and the ventilator inoperative error code no longer occurred. However, the machine flow sensor was replaced preventively to prevent recurrence as a precaution. Service performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.